Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Bg was addressed with juice. Reportedly, the customer was in contact with a healthcare provider to find out the right basal rates.